Event description:
It was reported that during a post-implant check, the patient experienced discomfort due to loss of ventricular sensing and intermittent pacing from the pacemaker, as confirmed on electrocardiogram (ECG). During the pacemaker replacement procedure, the pacemaker set screws could not be tightened while connecting the chronic right atrial (ra) and right ventricular (rv) leads. Both the ra & rv leads were connected to the pacing system analyzer (psa), and all the electrical parameters were within normal range. The pacemaker was explanted and replaced, while both the chronic ra & rv leads remained implanted. The patient was in stable condition.